Manufacturer narrative:
The proclaimxr ipg was explanted for unknown reasons. There is insufficient information with regards to any allegations against the ipg. Visual inspection of the ipg did not identify any anomalies. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information.

Event description:
It was reported the patient's system was explanted due to an unknown reason.